Event description:
It is reported that a customer received a blank screen on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer stated that they had been receiving multiple low battery alarms. The customer was treated with manual injections. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Findings: unit received with blank display due to faulty lcd board. Unit received with slight corrosion at the battery tube assembly. Unit received with minor scratched lcd window. Unable to verify low battery anomaly due to blank display (B)(4).